Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 07/20/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/02/2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that the up arrow and contrast keypad buttons were unresponsive: the reported issue was duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and moisture damage was found on the keypad flex connector; this device failure directly caused the reported issue. A cartridge cap and battery cap were not returned with the pump; a test battery cap was used during the analysis. The audio bolus button cover was observed to be detached/missing. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.